Manufacturer narrative:
Device used for treatment and not diagnosis. The complained va locking screw was forwarded to the responsible product development manager. The result; the screw shows a deformation of screw head thread and drive. This pointed out deformation of the head thread resulted due the contact to the plate thread. We assume that the damage on the drive resulted out of the contact with the screwdriver. No product fault could be detected.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during surgery for a distal radius fracture, after repositioning and installing the va lcp plate, the surgeon drilled bone through guiding block and quick drill sleeve. Surgeon inserted the va locking screw through the guide block into the distal row styloid hole. Something felt abnormal and surgeon found the screw did not lock into the hole, but went through the hole. Surgeon had to cut the patient and remove the screw from the dorsal side. The procedure was completed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The device was implanted and will not be returning for evaluation.

Manufacturer narrative:
(B)(4).